Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after bd representative had a call with customer and got some unfortunate news. After ordering more of the bd drains, end users have just found more of this contaminate. Bd representative just went back to the shelves and opened a new package and did find the white particles and hairs. Per follow information received on 12feb2026, bd sales team was on site with corewell health today to discuss the issue reported, related to foreign matter found on the wound drains. They provided the sales team with the impacted lot, which is ngkv4053, asked to ensure that is added to the record. Photos were also taken. Per photos sent by bd representative, the first one where the wound drain was out of the packet appeared to have a fuzzy on the outside (this doesn't really show up in the picture). Micah had these selected where it appeared there was debris inside the wound drain. They could not really see them inside the tubing, but they are going to send to covington in the return box that he was given.

Event description:
It was reported that after bd representative had a call with customer and got some unfortunate news. After ordering more of the bd drains, end users have just found more of this contaminate. Bd representative just went back to the shelves and opened a new package and did find the white particles and hairs. Per follow information received on 12feb2026, bd sales team was on site with corewell health today to discuss the issue reported on, related to foreign matter found on the wound drains. They provided the sales team with the impacted lot, which is ngkv4053, asked to ensure that is added to the record. Photos were also taken. Per photos sent by bd representative, the first one where the wound drain was out of the packet appeared to have a fuzzy on the outside (this doesn¿t really show up in the picture). The customer had these selected where it appeared there was debris inside the wound drain. They could not really see them inside the tubing, but they are going to send to covington in the return box that he was given.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. The four-photo sample was returned and was observed to have a small silicone hair. A visual evaluation of the returned samples identified five opened channel drains, all in their original packaging. The evaluated product was channel drain (B)(4), with the following batch numbers: nghv0504 nghw0520 ngjx2476 ngks4711 nghn0911 the reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Corrections made to tab(s) d and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.